Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor failed per specifications. Also found a cannula bent. We were unable to confirm if sensor was received in said condition due to it being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The customer reported that the issue had been occurring for 24 hours. The blood glucose reading at the time of the call was 148 mg/dl when the sensor reading was 90 mg/dl. The customer did not recall any bent cannulas. The customer was advised on proper insertion and calibration. The customer removed the sensor and reported a slight bend in the cannula. The sensor also gave a readings of 60 mg/dl when the blood glucose was 92 mg/dl and 48 mg/dl when the blood glucose was 93 mg/dl. The customer reported that the insulin pump had alarmed for threshold suspend. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.